Manufacturer narrative:
Please note: it is unknown which gore devices were occluded in this event. Therefore the following gore® excluder® devices have also been included in this report: - pxc121000/14128097; - pxl161007/14110314; - pxl161007/14110315. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6) 2015, the patient was implanted with four gore® excluder® aaa endoprostheses. On (B)(6) 2016, the patient was implanted with a bare metal stent in the right external iliac artery to treat vessel occlusion distal to the previously implanted stent graft. On an unknown date, additional non-gore manufactured stents were placed on the right side, extending from the right common femoral artery down to the superficial femoral artery (sfa). On (B)(6) 2018, the patient presented to the facility with right leg ischemia. Follow-up imaging reportedly showed complete stent occlusion from the flow divider through the right sfa. On the same day, the patient underwent a re-intervention procedure whereby a cut-down was performed distal to the stent graft system, and the length of the graft was de-clotted using balloon angioplasty (fogarty catheters). Collateralization and flow to the right foot reportedly was also achieved during the procedure. Device patency was restored, and the patient tolerated the procedure.